Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no delivery alarm and their insulin pump. The customer's blood glucose level at the time of incident was 202mg/dl. The customer's levels had been as high as 454mg/dl. Troubleshoot was conducted. The customer was advised the alarm was caused by set and or reservoir connection. The customer was advised to replace the infusion set and reservoir. The customer was advised that the sets would be replaced and returned for analysis.